Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and incorrect tools have been ruled out as potential causes. However, patient non-compliance was identified as the patient wore boots that rubbed on the front of their leg which caused device erosion. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is due to patient non-compliance as the patient wore boots that rubbed on the front of their leg (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion through the skin. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025 where both neurostimulators were removed. Everything went well with the explant procedure and no further issues have been reported.